Event description:
An article was received for review titled "automatic vagus nerve stimulation triggered by ictal tachycardia: clinical outcomes and device performance - the u.s. E-37 trial". The article mentions that a patient experienced incision would cellulitis that investigators believed to be definitely related to implantation.

Manufacturer narrative:
This report is a duplicate of a prior mfg report. The initial report inadvertently reported this as a separate event.

Event description:
This report of cellulitis was previously reported in mfg report #: 1644487-2013-02551. This report was a duplicate.